Manufacturer narrative:
Evaluation summary : there was a detachment on the hypotube distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. The hypotube was kinked in numerous places distal and proximal to the detachment site. The distal shaft was kinked distal to the guidewire entry port. There was slight deformation to the distal tip. (B)(4).

Event description:
It was reported that resistance was noted during advancement of an nc euphora rx balloon catheter through a guide catheter. The device became fractured during advancement and a detachment was noted after it came out of the guide in vitro. The device was being used to treat the proximal mid- lad diagonal branch which exhibited moderate tortuosity and moderate calcification. No damage was noted to the device packaging and no issues were noted when removing the device from the tray. The device was inspected with no issues noted. Negative prep was performed with no issues reported. The lesion was pre-dilated. Resistance was encountered when advancing the device but no excessive force was used. The device did not pass through another stent. The catheter never exited the guide catheter. Everything was successfully removed from the patient. The physician completed the procedure. No patient injury reported.